Event description:
It was reported that the circumcision clamp was difficult to remove after procedure. It took multiple attempts. Upon removal it was noticed that the nylon insert was shredded.

Manufacturer narrative:
Clamp in question has not been returned for eval. The instruction manual states: "the clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described." We cannot determine the root cause of this problem without examining the clamp in question.